Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2014. Absorbable straps were used to secure the mesh. The surgeon reports that while trying to fire into the cooper's ligament the strap broke. The location was changed and a like device was used to complete the procedure. There were no adverse patient consequences. The surgeon opines that he may have been firing into bone.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation.